Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A flexima catheter was used for a therapeutic biliary drain. Two months after the catheter was originally placed, the patient returned for a routine catheter exchange. Upon removal of the device, the catheter fractured 2-3 centimeters from the distal tip. A portion of the device was removed and the other half remains inside of the patient. There are no immediate plans to remove the fragment at this time as the physician does not feel that it will cause any adverse effects. The patient has since been discharged and is reported to be doing fine.